Event description:
During laryngoscopy, bronchoscopy and laser excision of vocal cord papillomas, there was spontaneous ignition of the insulation on the tonsil bovie tip with subsequent flaming of the rubber tip (plastic padding) on the oral retractor, both were removed promptly and there was no pt contact with the flame.